Event description:
It was reported that patient underwent an implantable pulse generator (ipg) replacement procedure for unknown reason. The explanted device will not be return as it was disposed at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient underwent an implantable pulse generator (ipg) replacement procedure for unknown reason. The explanted device will not be return as it was disposed at the facility. Additional information received that patient had difficulty charging the ipg. The patient was doing well post operatively.